Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, the device was not capturing at a high output. The lead was capped and replaced. The patient tolerated the surgery. The patient was discharged a day after replacement.